Event description:
It was reported that the patient presented to the hospital for a routine follow up. The atrial lead exhibited a single episode of noise. All other electrical values were noted to be normal. No intervention or patient symptoms were reported.

Manufacturer narrative:
.